Event description:
Philips received a complaint on the dfm100 defibrillator monitor indicating that the therapy delivery test failed. There was reportedly no patient involvement. Remote support was received from the rse. Received. It was determined that this was a malfunction of the dfm100 capacitance assy which was ordered to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.